Manufacturer narrative:
Consumer reported that the tooth spinned & had an infection. Consumer also reported that the time of loss in relation to implantation was before prosthetic restoration, consumer also reported that primary stability was achieved & that osseointegration as not achieved. Consumer also reported pain & swelling.

Event description:
Consumer reported that the tooth spinned & had an infection. Consumer also reported that the time of loss in relation to implantation was before prosthetic restoration, consumer also reported that primary stability was achieved & that osseointegration as not achieved. Consumer also reported pain & swelling.